Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported that during the impella cp placement, the physician had a problem advancing the long and short 14fr peel away sheath through the patient¿s femoral vessel. The 14fr dilators on itself went down the vessel smoothly without the peel-away sheath. The short 13cm dilator and peel-away sheath was used. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The introducers were returned for investigation and returned introducers had deformation/buckling found along the sheath. The root cause of delivery issue is determined to be use issue because introducers buckled due to excessive force and it was reported that the vessels were smooth. Hence, the root cause is determined to be use issue. Corrections to the initial MFR report: g1 MDR reporting contact email